Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer received information alleging an issue related to a bipap device's sound abatement foam.there was no report of patient harm or injury. In this report it should be 'the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP/bipap device's sound abatement foam. Patient alleged visualization of particles. There was no report of patient harm or injury.the device was returned and passed all the test during evaluation' which has corrected / updated in this report. In this report section date received by mfg, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated / corrected. .